Event description:
Customer reports discrepant results with meter compared to lab. Patient #1: date: (B)(6) 2010; inratio: 4.4; retest inratio: 2.6; lab: 4.0. Had a 1.5 inr a week prior and coumadin dose may have been changed.

Manufacturer narrative:
Investigation pending.